Event description:
It was reported that a large volume folfusor leaked. The distal end luer lock and flow restrictor completely detached from the tubing line, and the entire volume of the device left the elastomeric reservoir. The set was filled with 18000mg of piperacillin tazobactam diluted in 230ml of sodium chloride (nacl). This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufacture date: the device was manufactured between 16oct2023 and 17oct2023. H11: the device was received for evaluation. During visual inspection, fluid was observed inside the bag that contained the unit which suggested leak. The reported condition was verified. Upon further inspection, the cause of leak was due to broken tubing at the solvent-bonded junction of the flow restrictor during manufacturing. Remnants of broken tubing remained inside the solvent-bonded area of the flow restrictor. The morphology of the end of broken tubing and internal sites of breakage suggested there was extra solvent present which caused melting of the tubing. The melting likely decreased the integrity of the tubing, causing breakage to occur. Process controls are in place which include 100% visual inspection, a manufacturing quality check on a sampling of the product lot and final functional testing. On-the-job-training for tubing bonding was provided to manufacturing assemblers performing the tubing bonding task. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.